Event description:
It was reported that the insulin pump alarmed button error and the alarm could not be cleared with a battery change. The blood glucose reading was 123 mg/dl. No significant events leading to the alarm were observed other than the customer running with the device in his pocket. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The down arrow button did not respond due to moisture damage on the keypad trace. The insulin pump was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.